Event description:
The company was informed that lock could not be establish after initial implantation due to a think skin flap. Surgery to thin the pt's skin flap took place on (B)(6) 2012. Advance bionics is in the process of gathering more info and will submit a supplemental report once more info is obtained.